Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event dates were not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for multiple tests performed on unknown dates. This MFR. Report addresses test three (3) of ten (10). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date with a nasal sample. Confirmation testing (pcr-unknown platform) was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event dates were not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for multiple tests performed on unknown dates. This MFR. Report addresses test three (3) of ten (10). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date with a nasal sample. Confirmation testing (pcr-unknown platform) was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.